Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was provided by the customer on 19jul2021. It was reported that the user inflated the balloon 4 times for about 10-15 seconds to dilate the fixation sites. The first three dilations were successful but the balloon ruptured during the fourth inflation. Upon rupture, the balloon was removed and the sheath remained in the patient. No occlusion was present. It was noted that the balloon was inserted, inflated, deflated, removed, reinserted, and re-inflated. The balloon was not inflated when it was outside of the stent. Blood was noted in the balloon after it ruptured. The device inflation pressure was in accordance with the instructions for use (IFU). A mixture containing 30% contrast media, ultravist 300, was used.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Investigation ¿ evaluation cook became aware of an incident where the complaint device coda lp balloon catheter "rpn: coda-2-9.0-35-120-32 lot: 13882175" ruptured. The issue was originally reported by a physician at medica d.o.o in slovenia. Additional information provided by the customer reported that the user inflated the balloon 4 times for about 10-15 seconds to dilate the fixation sites. The first three dilations were successful but the balloon ruptured during the fourth inflation. Upon rupture, the balloon was removed. The patient did not require any additional procedures or experience any adverse effects due to this occurrence. The complainant did not return the complaint device to cook for investigation. However, a document based investigation evaluation was performed. Sufficient controls and inspections are in place to prevent the release of non-conforming product related to the reported failure mode. In response to this incident, cook completed a review of the device history record (DHR) for the complaint device. The DHR for the coda-2-9.0-35-120-32 from lot 13882175 records 2 unrelated non-conformances for shaft damage. These non-conformances were scrapped and not replaced. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from a different facility, it was concluded that there is no evidence that nonconforming product exists in house or in the field and that the complaint lot was manufactured to current specifications. Cook also reviewed product labeling. The product instructions for use (IFU) provides the following information to the user related to the reported failure mode: warnings ¿ do not exceed maximum inflation volume. Adhere to balloon inflation parameters as shown in fig. 1. Over-inflation of balloon may result in: - damage to vessel wall and/or vessel rupture - rupture of balloon ¿ do not use a pressure inflation device for balloon inflation. ¿ do not use a power injector for injection of contrast medium through distal lumen. Rupture may occur. ¿ the coda 46mm balloon catheter should not be used to dilation of vascular prosthesis in iliac or other non-aortic vessels. Injury to vessel wall and/or rupture may occur. ¿ the coda 46mm balloon catheter should not be used in vessels less than 24mm in diameter. ¿ when used to expand a vascular prosthesis, he balloon radiopaque markers should remain within the prosthesis. Precautions ¿ use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate balloon. ¿ always monitor balloon inflation using fluoroscopic control. Potential adverse events ¿ vessel dissection, perforation, rupture or injury product recommendations ¿ balloon inflation volume ¿ do not exceed maximum inflation volume. Adhere to balloon inflation parameters as shown in fig. 1. Over-inflation of balloon may result in: - damage to vessel wall and/or vessel rupture. - rupture of balloon. Instructions for use balloon preparation note: balloon and balloon lumen of the coda and coda lp balloon catheters contain air. The air must be removed from balloon and balloon catheter prior to insertion using standard technique. 2. Prepare balloon lumen with standard 3:1 saline and contrast mixture as follows: a. Attach syringe, with appropriate amount of 3:1 saline and contrast mixture, to stopcock on balloon lumen. B. Purge all air from balloon in standard fashion. C. Completely deflate balloon and close stopcock. Balloon introduction and inflation 4. Inflate balloon with standard 3:1 saline and contrast mixture using a 20 cc or larger syringe. Adhere to recommended balloon inflation volumes. 5. If balloon pressure is lost and/or balloon rupture occurs, deflate the balloon and remove balloon and sheath as a unit. Note: cars should be taken to monitor balloon manipulations and inflation during fluoroscopy at all times. How supplied ¿ store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred. Based on the information provided, no inspection of returned product and the results of the investigation, a definitive cause could not be established. A possible cause could be the calcification reported in the vessel. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Customer person: country: (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that a coda lp balloon ruptured during an evar procedure with a transfemoral approach. After placing the main body graft, the physician attempted to dilate at the fixation sites. However, the balloon ruptured during attempted dilation of the proximal fixation site. No adverse effects to the patient have been reported.